Manufacturer narrative:
Citation: murashita t et al. Mitral valve gradient after valve repair of degenerative regurgitation with restrictive annuloplasty. J thorac cardiovasc surg. 2016 jan;151(1):106-9. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature review that a study was performed to evaluate mitral valve gradient after valve repair with annuloplasty. The study population included 1,147 patients (predominantly male with a mean age of 59 years), 713 underwent ¿standard technique¿ with implant of a medtronic flexible annuloplasty band (serial numbers not provided). Among all patients adverse events included: increased gradient, stenosis, endocarditis/vegetation, and reoperation for regurgitation. However, based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.